Event description:
The pt experienced motor activation/response in lower extremities, immediately post-op his neurostimulator (ins) implant, when the ins was turned on. Once the ins was turned off, his symptoms went away. His ins has not been turned back on. He was admitted to the hosp and was scheduled to be discharged (B) (6) 2010. Additional info has been requested.

Manufacturer narrative:
(B) (4)